Manufacturer narrative:
(B)(4). Eval: method and results(other): a work order search was performed and there were no similar complaints found. (B)(4).

Event description:
The reporter stated that the micl13.2 implantable collamer lens, tore as the surgeon was inserting it. The lens was removed and the back up lens was implanted without any pt injury.